Event description:
It was reported that the wake button was difficult to press and required multiple presses for the screen to turn on. There was no reported adverse impact to the customer's blood glucose. The pump was replaced to address the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.